Event description:
During an endoscopic papillary balloon dilation, the physician used a cook endoscopy fusion biliary dilation balloon. The balloon was advanced into position. When the physician attempted to inflate the balloon, it would not inflate. The balloon was removed and another device was used to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small leak at the area where the end of the balloon meets the balloon catheter. The adhesive that forms the joint in this area has cracked, creating a small void between the end of the balloon and the balloon catheter. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small amount of water exits the balloon material at this joint. The balloon will not hold a steady pressure and performance is likely compromised in this condition due to the slow loss of pressure. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. This type of damage can occur if the device receives excessive pressure during advancement through the endoscope accessory channel. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The instructions for use direct the user to introduce the deflated balloon into the accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. If the elevator of the endoscope is in the closed position when attempting to advance the balloon dilator, this could have contributed to the reported observation. The instructions for use contain the following precaution: "the duodenoscope must remain as straight as possible with the elevator in the open position when advancing or withdrawing the balloon dilator." The instructions for use contain the following warning: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be re-attempted." Prior to distribution, one balloon from each lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured and verified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this observation in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.